Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 no device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
On (B)(6) 2022, a right heart catheterization was performed to assess patient volume as the sensor could not be used due to the previously reported dampening. The patient was found to be fluid overloaded during the catheterization. Additionally, a pulmonary embolism was found proximal to the sensor that was causing reduced blood flow. Treatment was still under consideration, including anticoagulation therapy or a second sensor implant. The pressure from the right heart catheterization did not match the pressure from the sensor. The sensor waveform was now so damped that a heart rate could not be detected. The patient received medication to treat their volume overload.